Manufacturer narrative:
H.6. Investigation: photo evaluation: two (2) photos was returned for evaluation. From the photos, unable to determine the nonconformance found on syringe product. Sample evaluation: 1 actual sample with open package was returned for investigation. The sample was not decontaminated. From the sample, observed damaged on the syringe barrel. Simulation was conducted to create defect cause by no needle eject station top guide. Adjust the top guide to lower at the transaction dial to create the damaged-on barrel. The syringe barrel damaged during the transition to outfeed dial at syringe needle assembly process. Probable root cause could be at the no needle eject gate station, the top guide plate adjusted lower to the transaction dial. As this caused the product tilted from the slot pocket resulted crashed and damaged by pocket dial and side guide during transition to outfeed dial process. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. DHR was performed and no similar defect or quality notification was observed that could be related to the complaint.

Event description:
It was reported that prior to use, it was discovered that the barrel was damaged with a bd syringe 10ml ls 21ga 1-1/2in. The following information was provided by the initial reporter: distorted barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, it was discovered that the barrel was damaged with a bd syringe 10ml ls 21ga 1-1/2in. The following information was provided by the initial reporter: distorted barrel.